Event description:
This report is being filed as part of a pattern rather than as a result of serious injury. Following a total knee arthroplasty the cautery plate was removed and the area of circumference on the patient was noted to be reddened. Local treatment with no residual injury.